Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection of the device confirms that the bumper pad has fractured at the tip with damage to the overall body of the bumper pad. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the rubber on the base of the impactor was releasing shards of plastic into the patient. The surgeon and pa were able to remove the shards that could be seen.